Event description:
It was reported that the insulin pump buttons had delayed response or unresponsive. Troubleshooting was done. Customer's blood glucose was 101 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. Insulin pump received with minor scratches on lcd window, cracked reservoir tube lip, and cracked belt clip slot.